Event description:
Extension set for several pts have become disconnected. Our facility has just started using these extension sets. We had a meeting with our supplier. The problem may be from lack of knowledge by staff on how to connect these new extension set.